Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem as previously reported due to it was alleged that staples were missing from the staple line with unknown cause, and excessive bleeding was noted. The patient experienced a hole in the staple line that required repair and a small piece of tissue removed. B1 updated from "product problem" to "adverse event and product problem" b2 updated to include ¿required intervention¿ annex e updated to include e0506 due to the report of ¿bleeding¿ annex f updated to include f23 due to the report of ¿removal of a small amount of additional stomach tissue that was not planned as part of the procedure¿ corrected information can be found the following field: b1 updated information can be found in the following fields: b2, g6, h2 and h6.

Manufacturer narrative:
Isi received the sureform 60 stapler and five surefom 60 blue reloads for analysis. It is unknown which of the returned blue reloads was in use at the time of the reported issue. Failure analysis was performed and completed on all the returned products. Sureform 60 blue reload #1: failure analysis investigations did not replicate nor confirm the customer reported complaint. The reload was returned already fired. No unformed staples were found and all pushers were deployed. The knife blade was at the distal end and not exposed. No cartridge or blade damage were seen. There was an additional observation not reported by the site that is not related to the customer reported complaint: the reload was found to have an exposed staple. The staple was found in the staple pocket fully formed. Sureform 60 blue reload #2: failure analysis investigations did not replicate nor confirm the reported complaint. It was noted the reload was returned unused. No damage was found. The reload was installed in an in-house instrument and then placed on an in house system. The reload fired without issues. All the staples were fully formed and the blade was at the distal end and not exposed. A review of the logs of the sureform 60 stapler used showed no firing failures. Sureform 60 blue reload #3: failure analysis investigations did not replicate nor confirm the customer reported complaint and could not verify the external event. The reload was returned already fired. No unformed staples were found and all pushers were deployed. The knife blade was at the distal end and was not exposed. No cartridge or blade damage was seen. Sureform 60 blue reload #4: failure analysis investigations did not replicate nor confirm the customer reported complaint and could not verify the external event. The reload was returned already fired. No unformed staples were found and all pushers were deployed. The knife blade was at the distal end and was not exposed.no cartridge or blade damage was seen. Sureform 60 blue reload #5: failure analysis investigations did not replicate nor confirm the customer reported complaint and could not verify the external event. The reload was returned already fired. No unformed staples were found and all pushers were deployed. The knife blade was at the distal end and not exposed. No cartridge or blade damage was seen. There was an additional observation not reported by the site that is not related to the customer reported complaint: the reload was found to have blade damage. The root cause of this failure was attributed to mishandling/misuse. Sureform 60 stapler: failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The firing test was performed twice in different wrist articulation. The instrument clamped, fired and unclamped without any issues both times. A review of the system log confirmed the following: the sureform 60 stapler instrument part# 480460-09 lot# l90210413-0003 was used during a gastric bypass procedure on system (B)(4) on a procedure date of (B)(6) 2021. The logs showed that pn 480460-09, lot l90210413-0003 fired qty 9 reloads (5 blue followed by 4 white). All firings were completed per the logs. All 5 blue firings had no pauses for compression, and all 4 white firings had 1 pause for compression. There were no incomplete clamps in the procedure. No image or procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that staples were missing from the staple line with an unknown cause. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. There was minor oozing observed. It was noted the staple line that was cut but not stapled the surgeon restapled and completed the procedure. Although there was no report of patient injury as a result of this event, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon was stapling on the small bowel and the proximal staples did not fire on the bowel and the stapler did cut. This caused a hole that the surgeon had to seal before continuing with the case. The customer noted that a blue reload was installed in the sureform 60 stapler instrument at the time, and no error messages were observed. The patient tissue was normal. No obstructions such as clips, staple, or any hard object were observed in the instrument jaws. The reload will be returned for analysis. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales associate (csa) and obtained the following additional information on 25-july-2021: the csa informed they were not present during the case and was provided the answers to the questions by the surgeon. It was noted that the instruments were inspected prior to use with no damage observed. The surgeon informed the stapler instrument worked during the whole case. Prior to the reported issue, the surgeon informed they had issues with the white reload and switched to blue reloads. At the time of the issue, the surgeon was working on the division of the jejunum. The surgeon observed there were no staples fired on a part of the staple line but it still cut. It was noted the issue could have occurred on the 4th or 5th fire. No error messages were observed. There was no tissue dragged/pushed by the stapler instrument. The surgeon reported there were no malformed staples, only staples that did not fire. No staples were dropped into the patient. The surgeon re-fired the stapler and removed a piece of the small bowel to resolve the hole observed. The surgeon noted there was excessive bleeding as a result of the stapler cutting without stapling. However, there was no medical intervention administered. The surgeon informed they had no clamping issue; however, received multiple messages to select the reload color on the console. The instrument jaws were not stuck on tissue, nor was the use of the manual release knob (mrk) necessary. The target tissue was the small bowel. No tissue calcification was observed and neither was the tissue previously exposed to radiation or chemotherapy. The surgeon did not observe tissue tension nor bunching. The surgeon reportedly fired an extra staple to resolve the issue and made sure the following staple fires were backed out and not in the crotch of the instrument. No fragments fell into the patient. It was noted that all reloads and the instrument would be returned for analysis. The surgeon reported that images were available, but they have not been received. No patient-related information was provided. The procedure was completed robotically with no patient injury or harm. Isi obtained the following additional information from the csa and obtained the following additional information on 29-july-2021: the csa informed they were unsure about the amount of blood loss; however, confirmed it was not a significant amount and oozing was observed. It was noted the staple line that was cut but not stapled was the source of the bleeding. The surgeon re-fired the stapler in another spot and removed the bleeding piece. It was confirmed that a piece of the small bowel tissue was removed because of the reported issue.